Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple, intermittent occlusion alarms. During troubleshooting, the location of the blockage was unable to be confirmed. Tandem technical support educated the customer on occlusion alarms; customer acknowledged. Customer reported occlusion alarms started to occur after being exposed to full body scanners in an airport. Customer's blood glucose was 85 mg/dl at the time of the report.